Manufacturer narrative:
Film evaluation summary: the pre-implant anatomy information, films at implant, and earlier post-implant films were not provided. The location at implant was unknown. The exact cause of loss of seal between the proximal bifurcate main body and the aortic neck leading to proximal type I endoleak, and loss of seal between the distal ipsi limb and the rcia leading to distal type I endoleak seen on the 1yr and 7months post-implant cta's could not be conclusively determined; however, it may have been due to aortic neck and rcia dilation from disease progression. The exact source or cause of blush type contrast at the right/anterior side of the proximal aneurysm sac, about 3 cm below the top of graft fabric (at the level of the third stent ring), seen on the 1yr and 8mths post-implant cta's could not be conclusively determined. The exact cause of the reported stent fracture could not be conclusively determined. The films during the secondary intervention were not provided. The reported left hypogastric occlusion due to shifting plaque that occurred during placement of the sheath or insertion of the aortic cuff, and the reported type ii endoleak from the right hypogastric branch could not be confirmed. The exact cause could not be conclusively determined.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented with abdominal pain. A recent CT revealed that the aneurysm is currently 8.3 cm in diameter and a possible fracture or broken suture or type I endoleak on the right side of the patient with a mild endoleak blush near that site. The physician performed an angiogram and implanted an endurant aortic cuff just below renal arteries. However the unknown endoleak did not resolve. The next angiogram showed that the left hypogastric artery was occluded due to shifting plaque. The physician stated this may have occurred during the placement of the sheath or insertion of the endurant aortic cuff. There was no intervention for the hypogastric artery. Another angiogram of right showed either type iii fabric endoleak or another suture disruption on the bifurcated stent graft ipsilateral side. The physician thought there was a type iii fabric endoleak and implanted an endurant iliac limb covering that specific area. But another angiogram revealed that the unknown endoleak was still present. The physician then stated it was due to a type ii endoleak from a right hypogastric branch leak to the aneurysm sac and was able to place multiple coils and the type ii endoleak and the unknown endoleak were resolved. Post angiogram showed good result, no endoleaks. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.